Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. It was noted imaging was challenging. An xtw clip was inserted and successfully deployed on the tricuspid valve. To further reduce mr, an xt clip (31010r1104) was inserted and deployed. However, after deployment, the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an xtw clip (40415r1100) was inserted, and grasping was performed. However, the leaflets were unable to be grasped as the leaflets were slipping out. It was noted during grasping, this clip came in contact with the sdla clip. After several attempts, it was observed that both grippers were no longer able to raise. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was closed and removed. As tr was reduced to a grade of 1, the physician decided to discontinue the procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda and poor image resolution appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was attempted to be implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.